Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot numbers were not provided. Based on the case information a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
The following information was reported via article titled: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case# 25. The procedure was to treat a lesion located in the proximal right circumflex (rcx). The patient presented with an st elevation myocardial infarction (stemi). The lesion in the rcx was pre-dilated with a 2.5 x 15 mm balloon catheter at 20 atmospheres (atm) prior to placement of the 2.5 x 12 mm absorb scaffold at 16 atm. Post-dilatation was performed with a 2.75 x 15 mm balloon catheter at 18 atm. The patient was placed on dual antiplatelet therapy (dapt) of ascal and ticagrelor. The patient returned on an unspecified date with a myocardial infarction (mi). Angiography revealed very late scaffold thrombosis. It was not reported how the thrombosis was treated. No additional information was provided.